Event description:
A medsun medwatch uf/importer report #(B)(4) was received on 25-aug-2025 stated that the spiros in use for intrathecal methotrexate was faulty, and drug was leaking outside of the chamber of the closed system. Incident did not reach the patient. The original intended procedure was for chemotherapy treatment.

Manufacturer narrative:
Received one (1) used unit ch2000sc-10 spiros connected to one (1) used list# unknown 10 ml syringe for inspection. Yellow fluid appeared to be outside of the fluid path as received. Fluid was infused and withdrawn with the syringe. No restrictions in flow and no leakage. The set was leak tested per product specifications. There was no leakage. The reported complaint can be confirmed due to the evidence of internal leakage as received. The probable cause is unknown. The complaint was unable to be replicated or confirmed. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9. Additional information in section b, d10, e, and g.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Event description:
The event occurred on an unspecified date in may 2025 and involved a spiros¿, closed male luer w/red cap, 10 units where it was reported that spiros leaked outside of internal chamber of device. The event occurred during infusion. There was patient involvement, no adverse event but there was delay in therapy.